Event description:
It was reported that the patient was seen at the clinic after receiving an inappropriate shock for atrial fibrillation (af) with ventricular high rate. The device was reprogrammed. The patient subsequently received inappropriate shocks again and was hospitalized. The device was reprogrammed again and remains in use. It was also noted that the device was expired when it was implanted into the patient. The patient is part of the advanced iii study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.this model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found in the save to disk review.